Manufacturer narrative:
The device has not been returned for eval yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications.

Event description:
An autotome was going to used for therapeutic purposes. Before the procedure, the cutting wire broke. There were no complications or intervention reported with this event.